Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemtal report.

Event description:
A reporter contacted lifescan on may 29, 2006 and alleged that the lay user/patient's one touch ultra meter was giving the error 4 message. The medical affairs specialist was not able to reach the reporter to obtain further information after several attempts via phone. A letter was sent to the address provided. The patient was feeling shaky at the time of concern, but the reporter was unable/unwilling to answer. If the patient had tested on the meter during experiencing the symptom. The pt administered self-care (ate food and/or beverage). He did not receive any medical attention or intervention. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct and the condition of the test strips was also good. The reporter was asked to retest with a new vial of test strips and the issue was resolved. This complaint is reported because, it is not known if the patient had attempted to test on the meter during experiencing symptom. However, he was feeling shaky, which can indicate that one is hypoglycemic. Although the patient did not receive any medical attention, he self-treated with food and/or beverage. The error 4 issue was resolved using a test strip for a new vial. A replacement meter, control solution, and test strips were sent to the lay user/patient.